Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. Dtba1d1 crt- d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine left ventricular (lv) lead replacement the extraction tools broke leaving a small segment of the lv lead in the superior vena cava (svc) area. The lv lead was partially removed and replaced. No patient complications have been reported as a result of this event.